Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue of the device not powering on. Physio-control did advise an unrelated repair, however the customer declined the price quotation and the device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.